Event description:
It was reported that the patient felt something weird in the middle of november. The product was not removed only a repositioning of the tubing was performed. No patient complications were reported in relation to this event.